Event description:
An alarm was reported, indicating an occlusion issue with the customer's tandem mobi pump. This problem caused the customer's blood glucose level to display as "high," however, specific value was not provided. Elevated bg was address by a manual injection to correct their blood glucose level. The customer continued to use the pump for insulin therapy.